Event description:
It was reported that the patient presented to the ER with chest pain. X-ray revealed pericardial effusion caused by rv lead perforation. Interrogation revealed decreased pacing lead impedance and increased threshold. A pericardiocentesis was performed, and the lead was explanted and replaced. The patient was doing well post-procedure, and will continue to be monitored.

Manufacturer narrative:
(B)(4).